Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -3.0/1.0/94 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced refractive surprise. On (B)(6) 2022 the lens was exchanged with a same model/length lens but different power. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Lens work order search: no additional similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found haptic torn/broken to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).